Event description:
As reported, a 6f/7f mynx control vascular closure device (vcd) encountered resistance during insertion into the sheath. The device was withdrawn and reinserted; however the sealant sleeves were observed to be flared/opened, and it could not be used and was not deployed. There was no reported patient injury. The deployer was mynx certified. A 6f sheath introducer was used. The femoral artery puncture site suitability was verified on angiography, including an insertion angle of 30¿45 degrees of the vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. Hemostasis was achieved with a sandbag. The device will be returned for evaluation. Addendum: the sealant was found exposed from the sealant sleeves.

Manufacturer narrative:
As reported, a 6f/7f mynx control vascular closure device (vcd) encountered resistance during insertion into the sheath. The device was withdrawn and reinserted; however, the sealant sleeves were observed to be flared/opened, and it could not be used and was not deployed. There was no reported patient injury. The deployer was mynx certified. A 6f sheath introducer was used. The femoral artery puncture site suitability was verified on angiography, including an insertion angle of 30¿45 degrees of the vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. Hemostasis was achieved with a sandbag. One non-sterile 6f/7f mynx control vascular closure device (vcd) was returned for investigation. Visual inspection of the device showed that button 1 was not depressed, and button 2 was not depressed. The stopcock was found open, with a cordis mynx syringe attached to the unit. The sealant was exposed but still mounted on the unit delivery shaft. Regarding the condition of the sealant sleeves, a severely frayed/split/torn condition was observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. Per dimensional analysis, the catheter working length was verified and noted to be within the defined parameter. The dimension was obtained using a calibrated ruler. A dimensional analysis of the slit of the sealant sleeves could not be executed due to the frayed/split/torn condition of the sealant sleeves. A simulated deployment test evaluation to ensure functionality was performed. The unit worked as intended, deploying the sealant and retracting the balloon respectively. After the tension indicator was aligned by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence. Verification of compatibility with the sheath per the device instructions for use (IFU) could not be completed, as no csi was received. Furthermore, the attempt to perform the insertion/withdrawal test using a lab sample was unsuccessful due to the severely frayed/split/torn condition of the sealant sleeves. The reported events of ¿mynx control system-impeded¿ and ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ were observed through analysis of the returned device due to the severely frayed/split/torn condition of the sealant sleeves and the inability to perform the insertion/withdrawal test during functional analysis due to the sleeves condition. Also, an additional condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the damaged sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issues experienced. However, procedural/handling factors (such as excessive force during insertion, incorrect insertion angle, and/or not supporting the distal end during insertion into the sheath), and/or the condition of the sheath (which was not returned) may have contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with slits at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, that could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states in step 1: position balloon, ¿insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis nor the information available for review suggests that the reported failures and observed conditions could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.